Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, an interrogation was performed, and it was discovered that the right ventricular lead exhibited high capture thresholds. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.